Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (1g, once in 5 days, route not reported) and injection amikacin (125 mg, once daily, route not reported). It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On unreported date(s), the patient was hospitalized for the peritonitis, the peritonitis was resolved, the patient was recovered from the event, and the patient was discharged from the hospital. Concomitant medical products: dianeal pd4 2.5%. Should additional relevant information become available, a supplemental report will be submitted.